Manufacturer narrative:
Philips service replaced the internal battery and tested the system, confirming successful operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the equipment failed to start due to an internal battery fault in the host pc on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.